Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had high impedances and was unable to set the ipg to MRI mode. Surgical intervention was undertaken and the ipg was explanted and replaced, resolving the issue.